Event description:
This patient was found with blood on her stomach and on the pad under her. It was discovered that the IV tubing was broken approximately 5 inches from the hub where the tubing connects to the luer lock infusion tubing. Blood was back flowing from the IV tubing onto the patient. The IV tubing was intact during bedside shift reporting at 1900 as well as during a bed change at that time. The tubing was replaced.